Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer blood glucose level was 500mg/dl and 417mg/dl was at the time of incident . Customer treated with bolus and manual injection. Troubleshooting was performed. Based upon report customer was alleged possible pump under delivery. Customer also stated that the drive support cap was normal. Customer also mention the another blood glucose level was 417,494,457,421,552,453,480,406,436 mg/dl. The device was not returned for analysis.